Event description:
Related manufacturing reference number: 2017865-2022-45014, related manufacturing reference number: 2017865-2022-45017. It was reported that the patient passed away due to unknown reasons. There is no allegation from a healthcare professional that the dual chamber implantable cardioverter defibrillator (ICD) system caused or contributed to the patient's death. It was noted that the ICD and right ventricular lead exhibited undersensing.

Manufacturer narrative:
The lead was returned for patient deceased. Final analysis found only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of procedural damage.